Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The insulin pump rewind makes ticking noise and takes longer to prime, buttons and front label are peeling off affecting button function, backlight was dimmer, insulin pump had rejected brand new batteries, screen was hard to see in bright sunlight has rainbow effect battery cap was stripped and hard to turn and recently the insulin pump shut down and cycled between off and on for about 2 hrs. The customer turned off and switched batteries and insulin pump eventually turned on and started to function correctly. The product will not be returned for analysis.